Manufacturer narrative:
Updated data: h6 ¿ method, result and conclusion codes h10 - conclusion: recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Cardiovascular injuries, such as pericardial effusion and cardiac tamponade, are known potential adverse patient effects per the evolut system IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Without angiographic evidence for review and with the limited information available, a conclusive cause could not be determined. Cardiac arrest is known potential adverse effect per the evolut system IFU. These events may be related to patient medical condition, comorbidities, and/or procedural factors. Based on the limited information available, an assignable root cause of the cardiac arrest cannot be determined and the relationship to the device could not be established. Patient death is a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the valve did cause or contribute to the pericardial effusion, the hemodynamic instability and ultimately to the patient death. Static images and media files were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. It was reported that during the deployment attempt, the valve dislodged from the annulus warranting a recapture. No dissection was reported prior to the first deployment attempt. However, aortic root dissection was evident after valve recapture. Dissection cause is not entirely evident. However, per the event description it appeared that the dissection occurred after the recapture. Despite confirmation of the dissection, the implanting team decided to proceed with the implantation of the evolut. Dissection is listed as potential adverse events in the evolut¿ fx system IFU. A medical safety assessment was conducted for this event. Upon review of the information provided, the primary event of sinus of valsalva/aortic dissection leading to hemodynamic instability, pericardial effusion and unplanned surgical intervention (pericardiocentesis, pericardial window and surgical aortic dissection repair), resulting in patient death, is assessed as likely related to the fx valve and dcs. The dissection was noted after the 1st recapture of the fx valve. The fx valve was successfully implanted after a 2nd recapture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the hemodynamic instability that the patient experienced was hypotension. The valve was noted to be successfully deployed/implanted prior to the patient death. Per the physician, the valve did cause or contribute to the pericardial effusion, the hemodynamic instability and ultimately to the patient death.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded onto the deli very catheter system (dcs), inspected under fluoroscopy, and inserted into the patient. It was positioned in the annulus and then noted to dislodge. The implanting team recaptured the valve into the dcs. Following the recapture, a dissection was observed in the sinus of valsalva extending up into the aorta. The valve was attempted to be deployed a second time; however, it was noted to be too deep, so the valve was recaptured a second time. After the second recapture, the patient became hemodynamically unstable. The implanting team decided to deploy the valve and convert to open heart surgery to repair the dissection. The valve was deployed, and the patient was intubated. A transesophageal echocardiogram was performed to evaluate the dissection, and a significant pericardial effusion was noted. The team performed a pericardiocentesis and drained approximately 300 cubic centimeters of blood. The surgical team proceeded to perform open heart surgery and attempt to decompress the patient¿s heart with a pericardial window and repair the dissection; however, during the attempt, the patient had cardiac arrest. Advanced cardiovascular life support resuscitative measures were initiated; however, were unsuccessful and the patient was pronounced deceased.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: evolutfx-29, serial#: (B)(6), ubd: 23-mar-2025, UDI#: (B)(4) product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.